Event description:
On (B)(6) 2013, the lay user/patient in the (B)(6), contacted lifescan to report the one touch ultraeasy meter was giving inaccurate readings. The technical service representative (tsr) contacted the patient to obtain and clarify information; however, was unable to reach her by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2013, at 1:36 pm, the patient obtained the blood glucose reading of 4.3 mmol/l on the reported meter, which she claimed was inaccurate. ¿a few minutes¿ afterwards, the patient experienced the symptoms of shaking, sweating and dizziness. The patient administered self-treatment by consuming a glucose drink; she did not seek any medical attention. Earlier in the day, at 8:09 am, the patient had obtained the reading of 7.3 mmol/l on the reported meter. The patient manages her diabetes with set doses of novomix 30 insulin 44 units in the morning and 20 units in the evening. It would have been helpful to determine the patient¿s expected blood glucose readings, what meals and medications she had taken prior to the onset of symptoms, and if her symptoms resolved after consuming the glucose drink. Troubleshooting revealed the test strips were in good condition and within opened expiration dating and the patient¿s testing technique was correct. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining a normal blood glucose reading on the reported meter and received treatment with glucose. Therefore, this complaint is being reported.

Manufacturer narrative:
The lay user/patient¿s product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the test strips involved in this case have passed all testing and the complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow-up #1 (07/02/2013)-device evaluation: three lots of test strips involved with this complaint has/have been returned and evaluated by lifescan product analysis on 6/25/2013 with the following findings: each set of test strips has passed testing with no faults found; the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (08/21/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/12/2013 and 8/14/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 07/26/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.